Event description:
It was reported that 1 bd insulin syringes with the bd ultra fine¿needle had foreign matter in the fluid path. The following information was provided by the initial reporter: the consumer reported seeing a clear liquid coming through the needle when pushing on the plunger. Date of event: unknown. Samples: available.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 1025884. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that 1 bd insulin syringes with the bd ultra fine¿needle had foreign matter in the fluid path. The following information was provided by the initial reporter : the consumer reported seeing a clear liquid coming through the needle when pushing on the plunger. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.